Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical france; the device was evaluated and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The device history log and the clinical data were not available for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.